Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer completed the fill tubing process and reattached, but accidentally hit continue fill on the pump and did not stop the fill process until it reached 34 units. The customer had glucose tablets available. The customer blood glucose levels reported at the time of the call was okay. Tandem technical support followed up with the customer on (B)(6) 2016, the customer reported blood glucose were unaffected by the issue and believes that the tubing may have been disconnected at the time of the fill.